Event description:
It was reported that a patient underwent a gynecological procedure in 2004 and mesh was implanted. The patient experienced a fistula formation and erosion. The mesh was explanted in 2007. The patient continues to experience complications.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.